Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1909504) on 21-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding when she did not have her menstruation') in a 44-year-old female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), sleep apnoea syndrome ("severe sleep apnea syndrome fitted with device"), menorrhagia ("abundant menstruation"), visual impairment ("vision problems"), paraesthesia ("paresthesia of face, hands and feet"), raynaud's phenomenon ("raynaud's phenomenon"), chillblains ("chilblain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, insomnia, sleep apnoea syndrome, menorrhagia, visual impairment, paraesthesia, raynaud's phenomenon, chillblains, fatigue and headache outcome was unknown. The reporter provided no causality assessment for chillblains, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, paraesthesia, raynaud's phenomenon, sleep apnoea syndrome and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding when she did not have her menstruation') in a (B)(6) female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), sleep apnoea syndrome ("severe sleep apnea syndrome fitted with device"), menorrhagia ("abundant menstruation"), visual impairment ("vision problems"), paraesthesia ("paresthesia of face, hands and feet"), raynaud's phenomenon ("raynaud's phenomenon"), chilblains ("chilblain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, insomnia, sleep apnoea syndrome, menorrhagia, visual impairment, paraesthesia, raynaud's phenomenon, chilblains, fatigue and headache outcome was unknown. The reporter provided no causality assessment for chilblains, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, paraesthesia, raynaud's phenomenon, sleep apnoea syndrome and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.